Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the patient experienced asystole. The right ventricular (rv) lead showed loss of capture. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.